Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These alarms resulted in the customer's blood glucose level rising to 540 mg/dl. To address the elevated blood glucose level, the customer administered a correction bolus using the pump and did not require assistance from a third party. Reportedly, the customer reverted to an alternate method insulin therapy.